Manufacturer narrative:
It was reported that the ijig instruments were wet when removed from the sterile packaging during surgery. No moisture was observed on implant components. The or staff re-sterilized the ijigs. Surgery was completed successfully. Investigation conducted using kits in finished goods inventory indicates that ijig instrumentation may contain small amounts of ethylene glycol residue. Conformis has initiated a voluntary recall.

Event description:
It was reported that the ijig instruments were wet when removed from the sterile packaging during surgery. No moisture was observed on implant components. The operating room staff re-sterilized the ijigs. Surgery was completed successfully.